Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. Upon investigation, the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a battery charger for an unrelated reason. Upon evaluation, a reportable malfunction was found. The charger was unable to recharge a battery pack.